Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.4, laboratory inr: 2.1, therapeutic range: 2.0 - 3.0. The time between testing within one (1) hour. There was no reported adverse patient sequela. There was no additional information provided.